Event description:
It was reported that during procedure, when entered the joint cavity, after t1 was advanced, t2 can't be advanced. A backup device was available to complete the procedure with no significant delay or patient injuries. All ts were removed.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. The depth limiter has been removed from the device. No suture or ts were returned for examination. It is difficult to perform an accurate evaluation of a failure without having the entire product to consider. As such the complaint is being closed without conclusion.